Event description:
Pt reported experiencing cloudy vision, swollen eyelids, photosensitivity, and eye pain after use of barnes hind wetting and soaking solution. Pt removed lenses and rinsed the eyes, but the symptoms became worse. Pt immediately went to an optometrist who told the pt that pt had a chemical burn and prescribed econopred 0.025% solution, isoptohomatropine 5% solution, and two other medications. In follow up it was noted that the pt also sought treatment from ophthalmologist. Opthalmologist diagnosed a chemical burn to the cornea and conjunctiva. The dr felt that the injury necessitated intervention to prevent permanent injury, and that, based upon the pt's report, the experience was possibly related to use of the product. The pt's symptoms have resolved without sequelae. Analysis of a retained sample from the same lot is ongoing.